Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking. Customer changed the cartridge. A malfunction alarm (alarm 9) occurred. Tandem technical support assisted customer with resetting the pump. Customer's blood glucose was 327 mg/dl.